Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the arms were drifting without master controls moving. Customer stated that they were able to control the wristed action but the not laterally. Customer stated that instruments would drift without the head in the console as well as when the surgeon was in control of both masters and head in the console. Customer stated that they reseated all sterile adapters, power cycled and re-docked, then it seemed to be good for about an hour then issue returned. System was functioning normally during the time of the call. Tse viewed system event logs but found no related errors. Tse recommended pressing the emergency stop button if the issue were to return then recover to see if issue resolved. Tse also recommended to hard cycle if issue returned. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse performed a system verification/test drive and could not duplicate the issue. Fse focused on master tool manipulator (mtm) control and universal surgical manipulator (usm) response, head sensors, and unintentional movement and found the system to be functioning properly. The system was tested and verified ready for use. Fse observed another procedure and found no issues during the hour it was under observation. Fse spoke with the surgeon and the surgeon stated that the issue seemed to start with the camera rotating "unexpectedly" during the reported procedure. The surgeon did not provide any additional information. A review of the site's complaint history identified a related complaint for the endoscope involved in this event. Refer to the report with patient identifier pr 439536. No image or video clip for the reported event was submitted for review. This complaint is being classified as a reportable event due to the following conclusion: the arms and camera moved with unintuitive motion. Unintuitive motion can cause subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.